Manufacturer narrative:
Device received with a blank display with constant steady white light on the display due to vertical cracked lcd controller. Unable to verify missing segments, partial display and perform the displacement test, sleep current measurement, active current measurement and self test due to device steady white light on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that when turned on insulin pump back ground screen they could not really read screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump was neither dropped nor bumped. The insulin pump will be returned for analysis.